Event description:
Pt had radical retropubic prostatectomy performed in 2000. Flat blake 10mm drain was inserted to the left of the main lower abdominal incision. The blake drain was secured to the skin with 3.0 nylon suture. 3 days later, rn attempted to remove the drain and the tubing broke apart with the flange and flat portion of the drain remaining within the pt's pelvis. Pt had no ill effects and remained afebrile when discharged the next day. Surgeon plans removal of retained drain four weeks from discharge if pt has no problems until then.